Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician attempted to place the lead in several positions, and the thresholds were found to be very high. The lead was removed and replaced. No patient complications have been reported as a result of this event.